Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The customer shared photos of a room with light reflections to demonstrate his vision after iol implantation. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following the intraocular lens (iol) implantation that he had experienced glare and multitude of stars comes through the aperture. Due to this, it was very difficult to see through oncoming headlights when driving at night, even with reflective metal surfaces. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the left eye.